Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 398 mg/dl at the time of incident and current blood glucose level was 500 mg/dl. The customer¿s blood glucose level was 464 mg/dl, 536 mg/dl and 506 mg/dl. The customer¿s blood glucose level was treated with manual injection. The customer also reported that the cannula was bent and drive support cap was normal. The insulin pump will not be returned for analysis.